Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2011; 419488, lead, implanted: (B)(6) 2011. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that rising/high atrial thresholds were observed at a routine check. An xray was performed and noted the lead had possibly moved slightly from original position and appeared to have microdislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.